Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the rotation of the blade would slow down when the tissue was cut. The case was successfully completed using the device with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device mfg records was conducted and the device met all finished goods release criteria.